Manufacturer narrative:
The break occurred on the mid shaft. The portion of the device that broke was outside the patient. It was reported that the device broke in two. The entire system was removed. No other intervention was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that the device broke while advancing into the guide catheter. The procedure was completed using a non-medtronic device.